Manufacturer narrative:
The actual device was not returned to the MFR for eval. Without the actual sample, a thorough eval could not be performed. No specific conclusions can be drawn.

Event description:
As reported by the user facility via e-mail: "we are still having complaints about spillage with the primary set. Stress lab had a spill and had to be closed for 24 hrs." Add'l info provided by the dr in the stress lab indicated there have been droplets around valve during access with syringe shielded with a lead casing as well as droplet on valve when disconnecting. Using radioactive material, cannot have any droplets, no matter how minute. It has been reported no one has suffered any adverse sequela associated with the incident. The sample is not available for eval, due to nuclear contamination. After consulting with their sales rep the facility had been using another b braun product to cap off the valve, which better suits their application.